Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ nid there was three isolates that were misidentified. Two were e. Coli that the phoenix identified as shigella. The third was a pastuerella that was called achromobacter. Isolates were sent to (B)(6) for confirmation. No patient impact was reported. The following information was provided by the initial reporter: customer had 3 isolates that were misidentified. 2 were e. Coli that phoenix identified as shigella. The third was a pastuerella that was called achromobacter. Isolates were sent to labcorp for confirmation.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for mis-ids for e. Coli as shigella when using phoenix panel nid (448007) batch number 2158641. To investigate, three (3) retention panels from the complaint batch were tested using qc isolates of a25922 and two (2) panels of the complaint batch were tested using in-house isolates of pasteurella multocida on a phoenix m50 instrument for identification. During investigation, all panels tested yielded satisfactory identification results, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported that while using bd phoenix¿ nid there was three isolates that were misidentified. Two were e. Coli that the phoenix identified as shigella. The third was a pastuerella that was called achromobacter. Isolates were sent to labcorp for confirmation. No patient impact was reported. The following information was provided by the initial reporter: customer had 3 isolates that were misidentified. 2 were e. Coli that phoenix identified as shigella. The third was a pastuerella that was called achromobacter. Isolates were sent to labcorp for confirmation.